Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device replacement procedure, synced high voltage shock could not be delivered when the physician attempted to check the rv lead integrity. The issue was possibly due to low, out of range, high voltage lead impedance. Programming changes were successful made. The patient was stable.